Manufacturer narrative:
Additional patient ID used (B)(6). Patient weight was not provided for reporting. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 314.743, lot# 9961622. Supplier: (B)(4), release to warehouse date: mar 09, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a reamer irrigator aspirator (ria) drive shaft assembly broke off during a left humerus open reduction internal fixation (orif) on (B)(6) 2017. As the surgeon reamed the femur for bone graft, the ria tip broke off, leaving the reaming head in the femur shaft. There was a reported ten (10) minute surgical delay as the pieces were removed. It was confirmed that no fragments remained in the patient. A new drive shaft assembly and reamer head was available for use. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: 13.5mm reamer head (part #352.253s, lot #unknown, quantity 1), ria tube assembly (part #314.746s, lot #unknown, quantity 1), graft filter for ria (part #352.229s, lot #unknown, quantity 1). This report is for one (1) drive shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation has been completed. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located approximately 4 mm to 9 mm distal to the distal edge of the drive shaft helix. The helix is intact. The device has minor surface wear which does not impact functionality. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. Relevant drawings were reviewed during the investigation. The investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.